Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the active tone stopped working during the procedure. The volume knob was adjusted, which did not resolve the issue, and the procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): active tone not audible. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.